Manufacturer narrative:
E1 initial reporter address 1: (B)(6). Device evaluated by MFR.: returned product consisted of an angiojet zelante catheter. The pump assembly, effluent/supply line, shaft, tip, and spike line were visually examined for damage or any irregularities. The catheter shaft showed severe damage in which the shaft was fracture and separated at 10.5 cm from the tip. There were also multiple sections buckled in the guidewire lumen. Functional testing was not attempted due to the extreme damage to the device. The tip of the shaft including a 1 cm section of the hypotube was fractured and separated. A .035 guidewire was received still inside the device which was observed to be completely seized inside the device and unable to be removed. Inspection of the remainder of the device, revealed no other damage or irregularities. The complaint was confirmed for guidewire issues related to a seized guidewire along with a shaft separation, hypotube separation, guidewire lumen buckled and tip damage.

Event description:
Reportable based on device analysis completed on 25-jul-2023. It was reported that an error and pump leak occurred. The target location was located in the left lower limb. An zelantedvt clothunter was used for thrombectomy procedure. During the procedure, it was noted that the system alerted an error, and pump was leaking. The procedure was completed with another of same device. There were no patient complications reported and the patient was stable. However, returned device analysis revealed a broken hypotube.